Event description:
The dental assistant opened a 4 ml bottle of ibond gluma inside bottle assortment and applied the liquid to the applicator tip. According to the assistant, ibond then splashed out of the bottle (was under pressure) and got into her eye. She called the sales rep and on her recommendation the eye was washed thoroughly with water and the dental assistant went to an ophthalmologist. The ophthalmologist washed the eye again, injected an anesthetic into the right eye and administered (B)(6) as well as a treatment (5 times per day) of the right eye with corneregel fluid edo. On the same day (B)(4) faxed the list of ingredients and the instructions for use to the ophthalmologist. The dental assistant suffered an irritation of the eye (redness, swelling, pain in the right eye) due to the contact with ibond gluma that stayed several days. According to a follow-up by the sales rep on (B)(6) 2006, the dental assistant had no more complaints.

Manufacturer narrative:
This report is being submitted as a result of corrective measure to FDA finding.